Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the initial implant procedure, the left ventricular lead could not be inserted into the pulse generator due to a suspected narrow connector port. The device was not used and was replaced successfully. The patient was stable post procedure.